Event description:
The cannula partially separated from the flange on one size 3.5 ped, pediatric tracheostomy tube. The pt experienced respiratory distress, required intervention and was re-intubated with a second device. Pt returned to baseline condition shortly after. The 3.5ped device had been in use for two months. The device was returned to the MFR for identification, analysis and investigation. In addition to actual device analysis, a site visit to the pt's home and physician was conducted on 2/18/97. Pt's condition including physicial activities, therapy/treatments as well as device usage and related concomitant medical products were discussed with both the home health care providers and the attending physician's staff.